Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 changed out the sample filter and was able to pass calibration and controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there were bf control, positive control and autofocus failures on their iq200 elite isntrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.